Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor despite a restart, consistent with a mechanical problem, and the user transitioned to backup subcutaneous insulin with a reported blood glucose of 225 mg/dl while using a g7 sensor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.